Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. No unexpected alarms during testing. No moisture damage found on the motherboard, interface board, on motor, battery tube and vibrator assembly noted during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother also reported that a constant tone was occurring. The customer's blood glucose was 190 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.